Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; seroma-late.

Event description:
Physician reported capsular contracture, baker grade IV and seroma-late; affected side is left. Further reported was "bii symptoms" which has been deemed not related to the device. The device has been explanted.